Event description:
Related manufacturer reference number: 3006705815-2021-05568, 3006705815-2021-05569. It was reported the patient was unable to set their ipg to MRI mode due to high impedances on both leads. Surgical intervention took place in which the patient's system was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.